Event description:
A device report from (B)(6) indicated a hosp in (B)(6) reported: pt experienced a fall from 5 meter height and sustained a comminuted fracture of l1. A staged surgery was planned: first surgery: unk date: dorsal reduction and stabilization th12-l2 with uss product and mis. A few weeks later, second surgery took place: date unk: corpectomy l1, replacement of vertebra with obelisk cage. It was noted a minimal loss of height was recorded between surgery 1 and surgery 2. At this time no hardware has been removed and no plans to remove the hardware have been made. No further info available. This is 13 of 14 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.